Manufacturer narrative:
On 01/04/2016, additional information was received through a voluntary medwatch report mw5058479. The additional information is: the femoral-popliteal bypass surgery performed ((B)(6) 2015) to restore the blood flow to patient's lower extremity was unsuccessful. Therefore, three days later ((B)(6) 2015), the patient required an above the knee amputation.

Manufacturer narrative:
(B)(4).

Event description:
During the deployment of a protégé everflex stent was being deployed, the physician noted the distal segment of the stent did not ¿flower¿ out properly. The rest of the stent was deployed without an issue. The delivery system could not be removed as the tip was noticed to be connected to the distal end of the stent. The patient was brought to the operating room for a cut-down procedure to remove the distal segment of the delivery system. A femoral-popliteal bypass procedure was performed the same day to restore the blood flow for patient. Patient¿s hospitalization was extended. Both the device and a cine image were also received for investigation. The cine image was analyzed and showed the distal end of the stent was not fully expanded. The everflex deployment system received showed the catheter was sliced at various locations and showed crush marks/kinking. The distal tip, tip retainer, and stent were not returned for investigation. It was determined that the reported complications experienced are consistent with the reported event.